Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customers condition has improved since the time of the call. Customer is not feeling any diabetic symptoms. Customer did seek medical intervention on (B)(6) 2018. Customer was feeling a lot of stomach pain and she went to the hospital because she felt like her blood sugar was running high. When the customer got to the hospital they read her blood sugar at 1,076mg/dl fasting. Customer was not feeling any other symptoms. They took a cat scan of the customer at the hospital, ran labs, and 2 urinalyses. Customer did not remember the results of the tests. Customer was given 3 bags of IV and 3 rapid insulin shots. Customer was discharged 5 hours later with a bgr of 400mg/dl non-fasting

Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is 300-400mg/dl. The customer did report symptoms of blurry vision and fatigue. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1:366mg/dl date:1/22/2018 time:12:40pm fasting; result 2: hi date:1/22/2018 time:10:32am fasting; result 3:504mg/dl date:1/21/2018 time:10:01pm fasting; result 4: hi date:1/20/2018 time:12:10pm fasting; result 5:500mg/dl date:1/15/2018 time:5:07pm fasting. Customer also states that on (B)(6) 2018 customer was feeling dizzy, had blurry vision, was stumbling, and was vomiting. Customer's blood glucose reading upon arrival at the hospital was 523mg/dl fasting and was diagnosed with hyperglycemia and dehydration. Customer was given liquids and an IV bag. Customer is on the same regiment of insulin. Customer was discharged on (B)(6) 2018 with a blood glucose reading of 300mg/dl non-fasting. Customer now called stating their meter was giving an error message but then stated that her blood sugar read hi on this meter. Customer is also feeling symptoms of high blood sugar at the moment. Customer is feeling fatigued and has blurry vision. Customers regular fasting range is 300-400mg/dl. Customer states while running a test on this meter they were given a result of hi and not an actual number and is not reading accurately. Customer states they are not comfortable with this meter due to the result and would like it replaced. Customer was not feeling well and could not test.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # 01577008 returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 7/9/2018 in a follow-up call to ensure the customer's condition since the initial call; customers condition has improved since the time of the call. Customer is not feeling any diabetic symptoms. Customer did seek medical intervention on (B)(4) 2018. Customer was feeling a lot of stomach pain and she went to the hospital because she felt like her blood sugar was running high. When the customer got to the hospital they read her blood sugar at 1,076mg/dl fasting. Customer was not feeling any other symptoms. They took a cat scan of the customer at the hospital, ran labs, and 2 urinalyses. Customer did not remember the results of the tests. Customer was given 3 bags of IV and 3 rapid insulin shots. Customer was discharged 5 hours later with a bgr of 400mg/dl non-fasting correction: correction made on section d; serial number for the device is (B)(4). Also update the UDI# based on the correct serial number for the device.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is 300-400mg/dl. The customer did report symptoms of blurry vision and fatigue. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is 06/05/2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1: 366mg/dl, date: (B)(6) 2018, time:12:40pm fasting. Result 2: h,I date:(B)(6) 2018, time:10:32am fasting. Result 3: 504mg/dl, date:(B)(6) 2018, time:10:01pm fasting. Result 4: hi, date:(B)(6) 2018, time:12:10pm fasting. Result 5: 500mg/dl, date:(B)(6) 2018, time:5:07pm fasting. Customer also states that on 7/03/2018 customer was feeling dizzy, had blurry vision, was stumbling, and was vomiting. Customer's blood glucose reading upon arrival at the hospital was 523mg/dl fasting and was diagnosed with hyperglycemia and dehydration. Customer was given liquids and an IV bag. Customer is on the same regiment of insulin. Customer was discharged on 07/03/18 with a blood glucose reading of 300mg/dl non-fasting. Customer now called stating their meter was giving an error message but then stated that her blood sugar read hi on this meter. Customer is also feeling symptoms of high blood sugar at the moment. Customer is feeling fatigued and has blurry vision. Customers regular fasting range is 300-400mg/dl. Customer states while running a test on this meter they were given a result of hi and not an actual number and is not reading accurately. Customer states they are not comfortable with this meter due to the result and would like it replaced. Customer was not feeling well and could not test.